Event description:
Complainant alleged that during the biomedical engineering dept's routine testing and preventative maintenance, the device would not power on. The complainant indicated that there was no pt involvement in the reported failure.